Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ heavy painful menses") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included local anaesthesia (for essure insertion procedure) on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea/ heavy painful menses/ severe cramping"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (laparoscopic bilateral tubal ligation with bipolar cautery on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain and dysmenorrhoea had not resolved. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: before essure, her menstrual periods were not nearly as heavy, nor did they last as long. During laparoscopic surgery, doctor noted on the right side essure appears to coil back into the cornua with an unknown significance at this point. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ heavy painful menses") and device dislocation ("there does appear to be essure coil seen within the fallopian tubes on both sides although... On the right side it appears to coil back into the cornua with an unknown significance at this point") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included local anaesthesia (for essure insertion procedure) on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea/ heavy painful menses/ had to change her menstrual pad every two hours and experienced severe cramping"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (laparoscopic bilateral tubal ligation with bipolar cautery on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the menorrhagia, device dislocation, pelvic pain and dysmenorrhoea had not resolved. The reporter considered device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: before essure, her menstrual periods were not nearly as heavy, nor did they last as long. During laparoscopic surgery, doctor noted on the right side essure appears to coil back into the cornua with an unknown significance at this point. Most recent follow-up information incorporated above includes: on 2-nov-2018: summons received: event "there does appear to be essure coil seen within the fallopian tubes on both sides although... On the right side it appears to coil back into the cornua with an unknown significance at this point." Added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right coil embedded in myometrium.') And heavy menstrual bleeding ('menorrhagia/ heavy painful menses') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included local anaesthesia (for essure insertion procedure) on (B)(6) 2012. Concurrent conditions included abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), device expulsion ("right coil embedded in myometrium"), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea/ heavy painful menses/ had to change her menstrual pad every two hours and experienced severe cramping"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (total vaginal hysterectomy, bilateral salpingectomy and laparoscopic bilateral tubal ligation with bipolar cautery on (B)(6) 2013). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, heavy menstrual bleeding, pelvic pain and dysmenorrhoea had not resolved and the device expulsion outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, embedded device, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: before essure, her menstrual periods were not nearly as heavy, nor did they last as long. During laparoscopic surgery, doctor noted on the right side essure appears to coil back into the cornua with an unknown significance at this point. Trailing coils: left- one and half coils. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of product technical complaint. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right coil embedded in myometrium.') And heavy menstrual bleeding ('menorrhagia/ heavy painful menses') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included local anaesthesia (for essure insertion procedure) on (B)(6) 2012. Concurrent conditions included abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), device expulsion ("right coil embedded in myometrium"), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea/ heavy painful menses/ had to change her menstrual pad every two hours and experienced severe cramping"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (total vaginal hysterectomy, bilateral salpingectomy and laparoscopic bilateral tubal ligation with bipolar cautery on (B)(6) 2013). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, heavy menstrual bleeding, pelvic pain and dysmenorrhoea had not resolved and the device expulsion outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, embedded device, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: before essure, her menstrual periods were not nearly as heavy, nor did they last as long. During laparoscopic surgery, doctor noted on the right side essure appears to coil back into the cornua with an unknown significance at this point. Trailing coils: left- one and half coils. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Event device dislocation was updated to embedded device. Event added: coil embedded in myometrium. Reporters information, rcc and medical history were added. Removal details added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.